Event description:
Pt presented with red inflamed nodules six months after treatment with bovine collagen. The pt is being followed by another physician who prescribed oral antibiotics. Further follow-up findings noted that the pt is still being followed by the implanting physician. This doctor had prescribed oral duricef.